Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) exhibited <20 ohms shock impedance measurement, triggering a latitude red alert. The patient did also present to the emergency room as a result of receiving multiple shocks. There were no reported adverse patient symptoms. The boston scientific crm technical services consultant recommended that a shock lead impedance evaluation be done.

Manufacturer narrative:
To date, information suggests that these two medical devices remain actively in service. If new information becomes available, this report will be further evaluated and updated.